Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user facility. Hence, we could not conclusively determine the root cause of the failure. During the follow-up with the surgeon, we learned that the device was not tested before the procedure. This valvulotome was used in an ex-situ vein that was distended using saline. Surgeon stated that he had not advanced the vein in the open state at any point during the procedure nor did he rotate the blades during the procedure. The laceration occurred during the first pass. The procedure was then completed by suturing the cut section of the vein and it was then used for the bypass surgery. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. At this time, we remain inconclusive about the root cause of the adverse event.

Event description:
During valvulotomy, surgeon was unable to cut the valves of great saphenous vein properly since the blades of the valvulotome did not land on the valves. So, he pushed the cutting blades to cut the valves. By doing so, a small section of the vessel was lacerated requiring repair using stitches.